Manufacturer narrative:
(B)(4). Report source, foreign event occurred (B)(6). The device will not be returned to the manufacturer. Therefore, it will not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a818ad2504 were manufactured on 23 august 2018, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner sterile packaging was found opened. The issue was found before the surgery.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that (B)(4) products optipac 60 refobacine bone cement r-3, reference 4711500396-3, lot number 837aa09245 were manufactured on october 01, 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded for optipac 60 refobacine bone cement r-3, reference 4711500396-3, lot number 837aa09245 on the reported event within one year. An investigation has been performed, consisting of a documentary review and a reserve sample analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The reserve sample analysis did not show any unusual behavior during mixing, handling or setting. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was opened on the corner. This happened during a surgery. No adverse events have been reported as a result of the malfunction.